Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced for a similar allegation. Evaluation determined the cause to be the force sensor reading and the digital pot setting to be out of calibration. The force sensor no-tube calibration was completed. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported when a set is only loaded into the load point 2, the pump acts as if the set is being recognized as loaded in load points 3 and 4 as well, which was reproduced during evaluation. The cause was determined to be the force sensor digital pot values were out of the specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not run properly. When a set is only loaded into the load point 2, the pump acts as if the set is being recognized as loaded in load points 3 and 4 as well. There was no known patient injury or medical intervention associated with this event. No additional information is available.